Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ DHR 03.632.074 lot 6495491 released 5/20/11. Universal punch corp. Manufactured the t-handle t25 stardrive shaft for matrix-long, p/n 03.632.074, and lot number 6495491. The supplier¿s certificate of compliance indicates the parts were manufactured to p/n 03.632.074, and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection. No mrrs or ncrs were generated for this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: t25 stardrive shaft for matrix (part 03.632.074, lot 6495491) was returned for breaking while removing a 6.0 mm titanium matrix polyaxial screw and locking cap. The instrument was returned with the tip twisted in the direction of screw removal and four of the stardrive lobes broken off. Replication of the complaint condition is not applicable. The complaint is confirmed. Product drawings and matrix technique guide were reviewed during the investigation. This driver is intended to be utilized for screw insertion, not for final tightening or attempted removal of locking caps. The technique guide includes a caution note stating to never use a fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used, breakage of the driver may occur and could potentially harm the patient. It is likely the driver was used without a torque limiter to remove the locking cap from the screw. Excessive torque was then able to be applied causing the driver to twist and break. The instrument is suitable for its intended use when employed and maintained as recommended. No design issues were noted during the investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight was not provided by reporter. The date that the patient¿s symptoms of pain and inability to stand or walk for long periods of time began is unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent level l2-5 decompression and transluminary interbody fusion (tlif) with matrix hardware implantation on (b)(6 2012. A revision was performed on (B)(6) 2015 due to the patient having an accident in (B)(6) 2014 which resulted leg and back pain with increasing inability to stand or walk for long periods of time. The revision was not due to an expected progression of degenerative diseases. During attempted removal of a 6.0 mm titanium matrix polyaxial screw, part number 04.632.650, lot number unknown, and a titanium matrix locking cap 04.632.000 lot number unknown, at the left l5 pedicle, a t-handle t 25 stardrive shaft, 03.632.004, lot number unknown, broke. Another instrument was available to remove the parts. There was a 30 minute surgical delay reported. No further patient harm was reported. This report is 1 of 3 for (B)(4).